Manufacturer narrative:
The device was not returned for evaluation. A review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicates there have been 3 other events for the lot referenced. Conclusion: the event was not confirmed as the device was not returned. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. This event was determined to be under the scope of an existing CAPA . Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised. Not returned.

Event description:
It was reported that the plastic is peeling off the handle and the rubber handle is deteriorating.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the plastic is peeling off the handle and the rubber handle is deteriorating.